Manufacturer narrative:
After multiple attempts additional information is not available. If new information becomes available; this case will be reopened for further investigation. No parts were returned for failure investigation. The customer advised that they replaced the navigation ring in house. Previous investigation on similar failure indicates the root cause of the nav-ring failures was determined to be liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2021. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported nav-ring defective. There was no patient involvement.